Manufacturer narrative:
Service evaluation found that the safety bar was stuck in safe mode, posing no risk of unintended activation. Upon disassembly, it was found that the safety bar was affected by corrosion or foreign material.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility, the device safety switch was stuck, creating the potential for unintended activation if the device is stuck in a position other than "safe." No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility the device safety switch was stuck, creating the potential for unintended activation if the device is stuck in a position other than "safe." No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.